Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic by-pass, the thread came off the needle without pulling on it. The needle fell into the patient's abdomen and was found. There was no patient injury.